Event description:
An altitude alarm was reported for the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer received tips from technical support to prevent altitude alarms and replaced the cartridge, allowing the pump to resume normal operation.